Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the high voltage lead impedance measured out of range. On a manual test, the value was in range. The patient is in stable condition.